Event description:
An attempted was made to use a 2.5mm diameter x 15mm length sprinter otw balloon dilatation to pre-dilate a lesion located in the obtuse marginal described as highly tortuous, calcified and exhibiting 85% stenosis. However, it was reported that when the physician inserted the guide wire, this protruded outside the side of the relevant device. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (guide wire). Eval, conclusion: (guide wire). Eval summary: medtronic has received the device and its analysis has been completed. The balloon folds had expanded. Two kinks were present on the distal shaft approx 3.9cm and 10cm from the distal side of the balloon bond. Upon investigation a small longitudinal tear/puncture mark was found on the tubing. A puncture mark was also found on the inner member just distal to the kink similar to the mark found on the tubing.